Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor detached after 10 days of wear and that "part of the filament remained in (her) skin". Customer sought a healthcare professional who performed a "minor procedure" to remove the filament. An unspecified "topical antiseptic" was applied to the sensor site prior to the procedure, but no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor and sensor kit was reviewed and the DHR showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc freestyle libre sensor detached after 10 days of wear and that "part of the filament remained in (her) skin". Customer sought a healthcare professional who performed a "minor procedure" to remove the filament. An unspecified "topical antiseptic" was applied to the sensor site prior to the procedure, but no further treatment was reported. There was no report of death or permanent injury associated with this event.